Manufacturer narrative:
Date sent to the FDA: 07/15/2021. Additional information was requested, and the following was obtained: it was reported that "the catgut was not absorbed " did you mean that vicryl plus suture (vcp345h) was not absorbed?------yes. The following information was requested, but unavailable: were there any medications prescribed to treat inflammation? If yes, please specify. Was the repeated suture removal performed in a reoperation procedure? Was only non-absorbed suture trimmed repeatedly without re-suturing? Or was the suture removed completely at the first time? Was the re-suturing performed at each time of suture removal? Please specify. If re-suturing was performed, what was used for re-suturing? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 07/12/2021 this is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). Device not returned. A manufacturing record evaluation was performed for the finished device qj2azj and no non conformances / manufacturing irregularities related to the malfunction were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any medications prescribed to treat inflammation? If yes, please specify. It was reported that "the catgut was not absorbed " did you mean that vicryl plus suture (vcp345h) was not absorbed? Was the repeated suture removal performed in a reoperation procedure? Was only non-absorbed suture trimmed repeatedly without re-suturing? Or was the suture removed completely at the first time? Was the re-suturing performed at each time of suture removal? Please specify. If re-suturing was performed, what was used for re-suturing? What is the current status of the patient? Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 275 g/m.

Event description:
It was reported that the patient underwent a natural vaginal delivery on (B)(6) 2021 with 2-degree perineal laceration, and the suture was used intradermally. One week after delivery, the patient experienced wound pain and returned to the hospital for examination. It was reported inflammation. The suture was not absorbed, and the suture had been removed. It was also reported that puerperium repeatedly returned to the hospital, complained of wound pain, repeatedly removed stitches. Additional information has been requested.